Event description:
It was reported that the pump declared an altitude alarm, which caused insulin suspension for the customer. There was no adverse impact to the customer's blood glucose level. The technical support team guided the customer to address the issue by removing any obstructions, cleaning the speaker holes, reconnecting the cartridge, and waiting for a few minutes, after which insulin was successfully resumed. The pump returned to normal operation, and tips were provided to prevent future altitude alarms.